Event description:
A malfunction on the pump was reported by the caller. Customer¿s blood glucose (bg) level was 198 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump.